Event description:
The customer contacted philips healthcare to report that he co2 connector is pushed inside the unit and that they were getting purging and co2 occlusion messages. There was no patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.